Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, on the fifth firing with the device and a blue reload to create the sleeve, the fire sequence stopped before the knife reached to the end point - the knife didn't go back. The surgeon pushed the reverse button with no reaction of the device. He then took the battery out, flipped it and pushed it back into the device, pushed the reverse button again and still no reaction. To open the jaws, the surgeon used the mechanical reverse ratchet. To finish the procedure, the surgeon used a new like device and a blue reload. The procedure ended successfully. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: just to confirm, did the device deliver a complete staple line and cut line before the firing sequence stopped? Yes. If no, were the staple line and cut line approximately equal in length? Was buttressing material utilized? If so, which product? No.

Manufacturer narrative:
(B)(4). Batch # m5263a. The analysis found that one ple60a device was returned in good visual condition and with one ecr60b cartridge loaded in the device. The cartridge reload was received fully fired and in good visual conditions. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. Please note that to open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. The device was disassembled to reset the bailout system and the instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Once the device completed the firing sequence the knife returned home automatically as intended. The knife reverse button force worked properly during testing. Event could not be confirmed as the device closed and opened without any difficulties noted. It should be noted that the battery pack has a drain feature that drains the pack within 24 hours of the procedure; therefore testing cannot be completed on the original battery used in the procedure. As a result, product inquiries are tested with non-draining packs/simulators.